Manufacturer narrative:
There is more information on the device evaluation. Additional information is received from customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The event occurred before any procedure. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The last repair of the device was performed on (B)(6) 2021. Root cause of the issue could not be determined.

Event description:
As reported by the customer for this event, the protective glass on the optics adapter was missing. There is no reported harm to any patient.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the protective glass on optics adapter was not present. This indicates that the adapter is leaking and needs replacement. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.